Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. This is report 6 of 6 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. Neither secondary nor confirmatory molecular (polymerase chain reaction [pcr]) testing was reported to have been performed for this event. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 6 of 6 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.